Manufacturer narrative:
Evaluation codes: product was not returned to the manufacturer. Product was not returned for evaluation. No conclusion can be drawn. Manufacturing site address for device: fushing brothers & co., (B)(4)."

Event description:
Customer wore the futuro sport adjustable knee stabilizer adjustable on his right leg and broke out in an awful rash. Bought brace on (B)(6) and wore it on the (B)(6) to work. It started to irritate him at about 3:30 that day. When he took it off at 5:30, when he returned from work, his knee where the brace touched was blistered, raw and red. It also was weeping and running. Went to the doctor on tuesday. The doctor prescribed. Methylprednisolone and cephalexin and told customer to wrap his leg in gauze. Today his leg is getting better but is still red and slightly weeping from blisters. The brace was taken back to (B)(6) and was reimbursed for the cost there.